Manufacturer narrative:
(B)(4). Approximate age of device - 68 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for gastrointestinal (gi) bleeding. The patient was transfused with 4 units of packed red blood cells. An upper endoscopy, colonoscopy, and pill endoscopy was performed, results were not reported. Bleeding resolved and the patient was discharged to home (B)(6) 2017. Anticoagulants at time of ae: aspirin, warfarin. No additional information was provided.

Manufacturer narrative:
(Expiration date): corrected data. The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.